Event description:
Bp monitor reading high. Dr adjusted hypertension medication based on readings. Subsequently dr suspected the readings were high and compared bp monitor to his own equipment.

Manufacturer narrative:
Our testing showed that the unit is functioning as designed. "Blood pressure measurement can be affected by the position of the user, his or her physiologic condition and other factors. For greatest accuracy, wait 1 hr after exercizing, bathing, eating, drinking beverages with alcohol, or caffeine, or smoking to measure blood pressure. Before measurement it is suggested that you sit quietly for 15 mins, as measurements taken during a relaxed state will have greater accuracy...the positioning of the arm cuff is important tin order to get a coronary reading." See add'l scanned pages.